Manufacturer narrative:
Neither the device nor any images were available for evaluation. It was reported that the revision surgery was performed about a month after the original procedure. The plif was done at l4-l5 with two bilateral sable cages, the sizes unknown. The patient complained of pain and the surgeon concluded that one cage was placed too laterally. As the surgeon was removing creo threaded locking caps and rod, the tip of the driver broke off and was removed from the patient. It is speculated that the malposition of the sable cage is traced to the user, however, according to the information provided the exact cause cannot be established. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that a revision was need to replace a sable cage that was found misplaced, causing patient pain post operatively.